Event description:
It was reported that the pt's device was explanted for an upgraded device with newer technology. No device issues have been reported. Advanced bionics is in the process of gathering more info; once more info is available, a supplement report will be submitted.